Event description:
Patient reported that the pump was resetting itself without intervention.

Manufacturer narrative:
The pump was returned for evaluation. Evaluation revealed a damage trace in the power circut.